Event description:
It was reported that the #1 key on a pump keypad was inoperable. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #2, #3, #4, #5, #6, #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e.g. When the setup key is pressed setup followed by the #1 key will be entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.